Event description:
It was reported that the device was used during an unknown procedure. The device locked and would not open. Unknown how the case was completed. Unknown if there was an adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement additional information was requested and the following was obtained: procedure name: laparoscopic appendectomy. How was the case completed? Yes. Was there an adverse consequence to the patient? No. On what tissue type was the device used? Bowel/appendix. At what location on the tissue? Appendix and bowel junction. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? 1st. What color cartridge was being used? Red. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Unknown. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, it was stuck in the closed position. Was the device opened by pushing the release button? Yes. Was the device opened by pulling the triggers apart? Unknown, he said it was stuck. Was the device opened by some other manual action taken? Not that I saw. Was there any difficulty removing the device from the tissue? Yes, it was stuck in the close position and did not open with ease as it usually does. If so, how was the device removed? Opened by surgeon. Was the tissue cut off the vessel/structure? No. Was there tissue damage? No. If so, how was it repaired? Another device was used (second device worked as it was designed to). Was there bleeding? No. What was the quantity of blood loss? Drops. Did the patient require transfusion or blood products? No. Is there any other additional information you would like to share about this device or procedure? I am the circulating nurse, I was told by the doctor that the device was defective. He has used it multiple times in the past and it never stuck together like this one did. The second device opened fired and performed as it normally did in the past. What were the patient's pre-existing conditions? None, just an appendectomy, (young patient). Does the patient have any relevant history of surgical treatments? None that I am aware of previously. How long has the surgeon been using this device for this procedure (in years)? Approximately 1-2 years. Was there a recent conversion to ees devices in this account or with this surgeon? Past 1-2 years. The device was received for analysis with no visual non-conformances and with an (B)(4) cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.